Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 411 mg/dl which was treated with an insulin pen. The customer alleged pump under delivery because their blood glucose did not drop. The displacement test passed. The customer reported that the site was irritated and swollen. Customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.